Manufacturer narrative:
Intuitive has received the endowrist stapler 45 instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirmed the reported complaint. The stapler was returned with 35 uses remaining. The instrument was installed on an in-house system and passed initialization. The instrument moved intuitively with full range of motion instrument clamped, fired and unclamped successfully. The instrument fired twice using a white 45 reload. Visual inspection showed no damage. Review of the logs found no firing failures related to the reported instrument. There was no problem detected for the customer reported complaint. Additional observation(s) not reported by site: the instrument was found to have an engagement failure based on log review. The engagement failure was not replicated during in-house testing. The root cause of this failure is not determinable/applicable. The instrument was evaluated by a failure analysis engineer (fae). Fae stated the endowrist stapler 45 instrument was installed 5x and fired 4 reloads (all green). All firings were completed per the logs. There were no incomplete clamps by this instrument. The 5th install does have some unusual events following the 4th firing. After the 4th firing was completed, the logs show that the subsequent unclamp was aborted (normally the logs would show this unclamp as completed), and it appears there were qty 4 clamp/unclamp attempts that occurred afterwards. This is an unexpected clinical workflow. There are no errors in the msc logs during this timeframe that would indicate an error occurred with the stapler. No image or video clip for the reported event was available for review. A review of the instrument log of the endowrist stapler 45 (part # 470298-14 / lot # t10220429-0048) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system sk1210 for a thymectomy surgical procedure. The instrument had 35 used remaining after last use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the endowrist staple 45 instrument fired on its own. The allegation could be related to a potential firing at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the endowrist stapler 45 instrument fired on its own. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that when the surgeon was using the endowrist stapler 45, the instrument clamped on tissue, but when the surgeon pressed the button to fire, the instrument unclamped. The csr stated this happened twice. The csr also stated that when the instrument clamped on tissue, the endowrist stapler 45 instrument automatically fired. The procedure was completed with no reported injury. Isi followed up with the csr and obtained the following additional information: the date of the procedure was on (B)(6) 2022. The instrument was inspected prior to use and no damages were observed. The surgical task being performed was stapling and the issue involved an endowrist stapler 45. The instrument would not clamp after several attempts and then clamped and fired without the appropriate foot pedal cadence. The reload color was white and the surgeon did opt for the appropriate staple size reload. The install/firing issue occurred on the 3rd firing number. The blue pedal was pressed a number of times to clamp prior to the incident. The progress in clamping/firing issue was observed via the clamp/fire progress bars and the staples did deploy unexpectedly. No other unusual issues were observed during the unclamping and no error messages were observed. There was an exposed blade after the firing sequence stopped. There were no photographic images/video recordings of the procedure for review.